Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. The investigation is inconclusive for the reported infection, allergic reaction and bleeding issues as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. E1, g3, h6 (component). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a port placement procedure using a powerport. Post placement, it was reported that the port became infected and required surgical removal. The patient described symptoms of skin ¿oozing¿ and stated that antibiotics were prescribed. However, the patient experienced an adverse reaction to the medication, resulting in hospitalization. The surgeon indicated that the port was likely positioned too close to the skin due to the patient¿s thin build. The patient¿s current status is unknown.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a port placement procedure using a powerport. Post-placement, it was reported that the port became infected and required surgical removal. The patient described symptoms of skin ¿oozing¿ and stated that antibiotics were prescribed. However, the patient experienced an adverse reaction to the medication, resulting in hospitalization. The surgeon indicated that the port was likely positioned too close to the skin due to the patient¿s thin build. The patient¿s current status is unknown.